Manufacturer narrative:
(B)(4). Medsun mandatory and voluntary report: (B)(4). Product usage when the alleged issue was detected is unknown. Unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the balloon would not inflate.

Manufacturer narrative:
(B)(4). Medsun mandatory and voluntary report uf report# (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not available for evaluation; however, the customer sent in two un-opened representative samples. A visual exam was performed on the samples and no defects were observed. The samples were then functionally tested and the cuffs were inflated to 25mbar using a calibrated endotest meter. No abnormalities were found. The cuffs were then deflated with a syringe and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned devices. They could be inflated and deflated without any difficulties.

Event description:
The customer alleges that the balloon would not inflate.